Event description:
A physician contacted zoll customer support to report that a (B)(6) male patient had been treated. Noise artifact on both the front-to-back (fb) and side-to-side (ss) channels contributed tot he false detection. The patient did not use the response buttons to prevent the treatment.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) was confirmed. Upon investigation the violet wire (agnd) was broken between the distribution node and ECG "c" inside the ECG "c&d" cable. The root cause for the broken wire could not be positively identified but was likely excessive force on the electrode belt cable. It is unclear if the broken wire occurred prior to or after the treatment, but it is possible that the broken wire contributed to the artifact event and subsequent treatment event. No adverse event resulted from the broken agnd wire. The patient was refitted with a replacement electrode belt.